Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) had migrated distally resulting in recurring urinary incontinence. It was believed the cuff migrated due to tissue frailty. The aus was explanted and replaced. No patient complications were reported.

Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) had migrated distally. The aus was explanted and replaced. No patient complications were reported.